Manufacturer narrative:
MFR received date: 21 aug 2019. Date of report received: 23 aug 2019. The manufacturer¿s technical services confirmed the reported issue. The customer was advised to perform a full (performance verification test) pvt and address any issues found. The customer stated the first used replacement exhalation valve received was defective and did not work. Once the second exhalation valve was received and replaced, the unit worked fine. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit autocycles at times. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.